Manufacturer narrative:
Customer returned insulin pump for an alleged replace battery now alarm, replace battery alert and low battery alert on (B)(6) 2021. Device was monitored for 2 days. No replace battery now alarm, replace battery alert and low battery alert noted during testing. The insulin pump passed the self test, displacement test, active current measurement and sleep current measurement. Successfully downloaded history files and traces using thump. The p-cap locks properly into the reservoir compartment. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) as shown on the power management graph and confirmed pump error 25 on (B)(6) 2021 at 01:00:00.000 and replace battery alert (B)(6) 2021 17:00:00.000, no low battery alert, power loss alarm and replace battery now alarm noted on the event date or on the prior days. The following were noted during visual inspection: minor scratched display window, scratched case, cracked case above the lock battery icon in the battery opening and pillowing keypad overlay. No unexpected battery power loss alarm, low battery alarm or replace battery now alarm noted. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) as shown on the power management graph, confirmed pump error 25 and confirmed replace battery alert in the history download, problem isolated the electronic assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a replace battery alarm. The insulin pump did not receive a low battery alert prior to the replace battery alarm. The insulin pump received second occurrence of replace battery alert without a low battery warning. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.